Event description:
Pt had penile prosthesis placed in october 1997 at another facility. He immediately began to have problems. Part of prosthesis removed on an unk date at another facility. Remainder of prosthesis ultimately eroded through pt's penis and the prosthesis was then surgically removed on february 6, 1998 following presentation to the emergency dept.